Event description:
A ventilator was returned to manufacturer for allegedly failing a test step. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and bellows were replaced to address the issue. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issues.